Event description:
It was reported that a clearlink continu-flo solution set was involved in a backflow event. This occurred during infusion. The set was being used with a baxter secondary set. The reporter stated that there was backflow of the secondary medication into the primary line past the check valve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.